Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that CT angio abdomen and pelvis performed 18 months post implant showed occlusion of the stent graft and bilateral common iliac arteries and there was reconstitution of the left external iliac artery via collaterals. Reconstitution of the right common femoral artery via epigastric and circumflex collaterals. A # 5 fogarty catheter was introduced into the common femoral arteries into the proximal aortic graft and simultaneously pulled into each limb of the graft retrieving a large amount of mostly organized thrombus, subsequent angiography showed significant thrombus bilaterally which was rethrombectomized. There was excellent inflow in both groins with very pulsatile flow. Angiography showed that the iliac graft limbs were patent and appeared to be normal with the exception of the proximal aspect of the right common iliac, which appeared to have significant narrowing. This was angioplastied with a 12 mm balloon with a change in the morphologic appearance of the stent graft with enlargement. After the thrombectomizing the graft limbs, this ensured that all the clot was removed from the graft. Angiography was performed showing that the body of the aortic graft as well as the iliac limbs appeared to be patent; however, there appeared to be a large amount of thrombus proximal to the aortic stent graft which was now occluding the celiac, sma, right renal artery and left renal artery. An angiojet thrombectomy of the celiac, left and right renal arteries was performed and angiography showed they were widely patent with brisk flow. The sma was also thrombectomized; however, there was still a significant origin stenosis versus thrombus which was causing limited inflow. A 7 mm x 2 cm balloon was deployed across the stenosis and subsequent angiography showed persistent result. The right limb of the graft was angioplastied with a 12 x 4 balloon with good angiographic results. No further treatment was necessary. Pt tolerated the procedure well.

Manufacturer narrative:
Eval results: inherent risk of procedure (arterial and venous occlusion). Pt's condition affected effectiveness of device (development of organized thrombus within the vasculature). Conclusion: device failure/lack of effectiveness related to pt condition (development of organized thrombus within the vasculature).